Manufacturer narrative:
The allegation of ineffective therapy was not confirmed. Analysis found that only the terminal end lead segments were returned from the paddle lead; no analysis due to incomplete paddle lead returned.

Event description:
It was reported the patient experienced ineffective stimulation. Surgical intervention took place wherein the system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated.